Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the proximate side of the loop was temporarily retracted into the coil sheath, and the loop was caught in between the coil sheath and the hook. This prevented the slider from moving and the loop could not be detached from the coil sheath. Under these circumstances, the slider was forcefully operated. As a result, the operating pipe was bent and buckle. Detachment fault of the loop was likely caused by the mechanism below: 1) the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2) the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3) since the tube sheath was pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was caught in between the hook and inner surface of the coil, and the loop stopped moving. 4) the slider was forcefully operated in state of ¿3¿ description causing the operation pipe to bend and buckle. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. ·never use excessive force to operate the instrument. This could damage the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report includes correction to h6 codes. Codes 4114 and 3331 have been added to type of investigation. Also, code 3243 has been added to investigation findings. Finally, code 1946 has been added to health effect - clinical. These codes were all inadvertently not included on the previous submissions. Also, a correction was made to h6 - investigation conclusions. Code 4307 (on previous submission) has been corrected to code 44.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports, during ligation of a pedunculated polyp using a single use ligating device, the physician was able to successfully get the loop around the polyp. However, when they went to deploy the loop ¿ the wire than runs through the center of the ligating device handle became bent/buckled. Because the wire became bent, it was not possible to deploy the loop using the handle. The physician (and his assistant) cut the sheath below the handle and then pushed exposed wire forward into the sheath, which released the ligating device into the patient. The sheath was then removed from the patient. Because the loop was secured well around the polyp, the physician proceeded with removing the polyp using a hot snare. The procedure was completed successfully by cutting off the handle and removing the scope with no additional consequences to the patient reported. The physician reported that both he and his assistant did slightly cut their finger. The cut was minor.